Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed a full battery depletion event resulting in a pump stop. The submitted log file contained data from (B)(6) 2021 18:15:01 through (B)(6) 2021 23:56:38 pm. The file captured a low battery advisory that progressed into a no external power event, and ultimately resulted in the activation of the emergency backup battery (ebb). The pump remained in power save mode until the ebb depleted, causing the pump to stop for an unknown amount of time, as well as the controller clock to reset to the default manufacturing timestamp of (B)(6) 2001 at 01:00:00. Due to the controller clock reset it cannot be determined when and how long the controller was disconnected from power. The aforementioned sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. The account communicated that there were concerns of the patient¿s controller and vad being off. The vad coordinator brought patient in for log files, lab work, and assessment. The patient remains ongoing on (B)(6) and no further events have been reported at this time. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 13jan2015. The heartmate ii left ventricular assist system instructions for use provides important information regarding the heartmate batteries and outlines monitoring battery charge level/replacing depleted batteries. This document outlines all system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii left ventricular assist system patient handbook outlines battery charge level, fuel gauge display, and all system controller alarms, as well as how to respond to such events. This document explains that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the staff from the nursing home/skilled facility called the vad (ventricular assist device) coordinator with concerns that the system controller was off and the vad was off. While the vad coordinator was troubleshooting with staff, the patient changed to new batteries and the pump turned back on without any alarms. The vad coordinator brought patient in for log files, lab work, and assessment. The vad coordinator called hot line for help with the log files. The log file displayed low voltage alarms on (B)(6) 2021 at ~11:51pm while tethered on batteries due to depleted batteries in-use. The low voltage alarms were followed by a no external power event at 11:56pm where the system controller operated on emergency backup battery (ebb) / power save mode ultimately leading to a complete loss of power to the system controller. The complete loss of power to the system controller caused a system controller clock reset (the log file displayed a time base fault associated with a yellow wrench alarm at the end of the file). It could not be determined when and how long the system controller was disconnected from power from the last recorded event on (B)(6) 2021 at 11:56pm. The log file also noted 233 pulsatility index (pi) events occurring (B)(6) 2021 6:15pm through 11:51pm. Noted the patient is sleeping on batteries which is not recommended.